Event description:
On 08/29/2025, it was reported that the user¿s ilet displayed a restart alert 38 (motor stall). At the time of the call, the alert was not showing, but when the user attempted a rewind, they received ¿unable to proceed.¿ a dry run could not be completed. The device was deemed nonfunctional, and a replacement was arranged. The user was advised the to maintain backup therapy until the replacement arrived. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.